Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated that her lung collapsed after the device was implanted; she did not divulge any additional details regarding the situation. The patient also stated that she feels pain on her incision site from time to time and that it hurts when she raises her arm. The patient was referred to her physician. The boston scientific sales representative was contacted in an attempt to obtain additional information, however he was unable to retrieve more information from the clinic. No additional adverse patient effects were reported.